Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have high blood glucose of 450 mg/dl, which was treated with a bolus delivery. Customer reported that reservoir was wet when removed and customer discarded reservoir. Customer stopped troubleshooting and declined to continue. Customer was advised to call back should issue persist.